Manufacturer narrative:
Per tandem's t:slim x2 with control-iq user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level of "high" per continuous glucose monitor readings with trace ketones that was addressed with a bolus and a later unspecified method of insulin delivery. Additionally, it was reported that the customer experienced a low bg level of 50 mg/dl due to miscalculating carbs and delivering a bolus prior to eating. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.